Manufacturer narrative:
H10: the sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional system level testing was performed by attaching a lipid solution to ports 1 through 23. Port 24 was tested during the prime and verify process and no issue was found. The valve set was then analyzed at various points throughout the prime and verify process and pump calibration process. A leak was not verified on any of the inlet ports during ui flush after prime and pump calibration delivery process. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set leaked lipids at port 1 or 2. This was identified during preparation. There was no patient involvement. No additional information is available.